Event description:
During a thoracotomy the original cartridge fell off of the ez45g into the pt. The surgeon was using the 20mm flexipath trocar. The cartridge could not be found and the cause was converted to open. 5/16/97 nncl sent. 5/22/1997 message left for risk management. 5/22/97 returned call. She states the product is in her office and the claims manager needs to look at the instrument before it can be released. This probably will occur next week. She will then notify the rep. To pick up the instrument. The pt is reported as male, age 56, and weight unknown.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, unfired; cartridge condition, unfired and cartridge return batch number, eq0014. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, good; condition or yoke, good and was instrument cycled, yes. Analysis conclusion: based upon the inquiry info rec'd, the visual examination and the functional testing, no conclusion could be reached as to why the instrument's cartridge reportedly "fell into the pt" during surgery. The instrument was returned in good physical condition. The cartridge retention feature was measured and was found to be within design spec. The instrument was cycled, fired, cut and formed the staples within design spec. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.